Manufacturer narrative:
The device has been rec'd. An investigation has been initiated based upon the reported info.

Event description:
The sales rep reported on behalf of the user facility the following incident: the physician inserted the screw using a power drill. When outside screw head locked flush with the bone, the physician tried to screw the inner screw head and met resistance. The inner screw threads would not align with the outer screw threads. The head had deformed. The screw was extracted and is available for eval.